Event description:
User facility personnel did not follow the operator manual instructions and; therefore, incorrectly installed a co-observation tube. The co-observation tube was installed on the pt side of the eye safety filter which permitted unfiltered laser light through the co-observation tube into personnel's eyes. This resulted in two user facility personnel who were observing the procedure through the co observation tube, receiving permanent, although minor, damage to their vision. No medical intervention was taken. The personnel are still under observation.